Event description:
Customer reported the battery cap on his insulin pump was broken. He stated that he was using excessive force with the battery cap, causing the damage. The customer's blood glucose was 459 mg/dl. Customer treated his high blood glucose with a manual injection. He stated that he also misplaced his belt clip. The customer declined to troubleshoot for high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).